Event description:
It was reported that, following a fall, the patient experienced no stimulation sensation, unless the neurostimulator was turned up to 9 volts. Prior to the fall, the patient had "great stimulation." Also, when the patient subsequently turned the stimulation off at night and back on the next morning. It took about four hours to feel stimulation at 9 volts. The patient, later, turned the stimulation down at night, rather than off. After turning the stimulation up the following morning, it took about one hour to feel the stimulation. The impedance measurements were normal. With electrode 8 and 0 programmed, the patient felt stimulation on the right breast. With electrode 7 and 15 program, the patient felt stimulation from the left armpit to the knee cap. The stimulator was supposed to cover the patient's low back and hip pain. It was later discovered that the leads were pulled out of the original position during the patient's fall. No information was provided related to the patient's outcome. Additional information was requested, but not available as of the date of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).